Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: united kingdom review of the most recent repair record determined the motor speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed.. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time the unit was reported broken. No harm or delay were reported. During evaluation of the returned device, it was determined that the device's motor speed was unstable. Due diligence is complete. No additional information is available. No adverse event reported.